Event description:
It was reported that during preparation, flake was noticed from the coating. There was no patient involvement.

Manufacturer narrative:
Gtin # - added, expiration date - added, device evaluated by mfg / summary attached- updated to yes, manufacturing date - added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device revealed that the guidewire was bent and the guidewire torque was not smooth. The guidewire torque problem was likely a result of the bent and scrapped guidewire. Because the device directions for use (dfu) cautions against advancing, augering, withdrawing, or torqueing a guidewire which meets resistance, a cause of human factor was assigned to the as analyzed 'guidewire kinked bent' and as analyzed 'guidewire torque problem'. Further device analysis, it was revealed that the ptfe (polytetrafluoroethylene) coating was peeled off on several places along ptfe section. Information provided in the complaint indicated that the guidewire was in good condition after unpacking and during preparation, the guidewire was prepped per the dfu, no resistance was encountered during the manipulation of the guidewire, continuous flush was maintained during the procedure, the anatomy of the patient was not tortuous and green particles were noted to be flaking off in the sterile field. The as analyzed guidewire ptfe coating peeling was likely due to improper technique used during the torqueing process. The device directions for use (dfu) cautions the user to "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". While there are signs of ptfe damage due to insecure tightening of the torque device. The torque device was not returned for further analysis and a definitive cause could not be determined. Therefore, an assignable cause of undeterminable was assigned to the as reported ¿guidewire ptfe coating peeling¿.

Event description:
It was reported that during preparation, flake was noticed from the coating. There was no patient involvement.